Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device upgrade procedure. During procedure, it was noted the right ventricular lead had pulled back. X-ray testing was used to confirm the dislodgement. No electrical anomalies were noted. The lead was explanted and replaced on (B)(6) 2019. The patient was recovering.